Manufacturer narrative:
H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking. The following information was provided by the initial reporter with the verbatim: leaking lipids (in central line of patient) at filter. Product becton dickinson and company extension set smallbore tubing 1.2 micron low protein binding filter.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 20129e lot number 22019236 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris extension set was leaking. The following information was provided by the initial reporter with the verbatim: leaking lipids (in central line of patient) at filter. Product becton dickinson and company extension. Set smallbore tubing 1.2 micron low protein binding filter.